Event description:
Info received indicates the caster does not hold.

Manufacturer narrative:
The technician found the casters were bent at the caster stem. The technician replaced two casters to repair the stretcher.